Event description:
It was reported that the radiofrequency programmer head that was returned along with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer head was unable to interrogate and therefore, the head's cable was replaced. Product ID: 2090w programmer; (B)(4).